Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage noted in force sensor resistor. The device passed the basic occlusion and displacement tests. The occlusion test and excessive no delivery alarm test could not be performed due to prime anomaly. The device also had a scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported that his blood glucose level had been higher than usual. Blood glucose value had gone up to 200 mg/dl. Current reading was 180 mg/dl. During troubleshooting, the customer stated that the drive support cap was recessed, the tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The bolus history was accurate and the customer was unsure of his basal rate settings since he changed them himself. The alarm history showed a button error alarm on (B)(6). The customer's parents called later to inform that the customer's doctor stated that the insulin pump was not functioning. The customer called back the next day to complete troubleshooting. The insulin pump passed the high pressure test. The customer complained about his blood glucose level not being stable and requested the insulin pump to be replaced. The device was returned for analysis.